Manufacturer narrative:
(B)(4).

Event description:
This is the same case and patient as MFR report # 3005099803-2011-02391. This report pertains to the first of two devices. It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure. The patient age was reported to be in the sixties. According to the complainant, the balloon burst inside the patient when the balloon was inflated with less than 0.5 cc of fluid. A 50/50 mixture of saline and contrast was used to inflate the balloon. The same problem occurred with a second occlusion balloon. The physician completed the procedure with a different device without any patient complications. The patient's condition at the conclusion of the procedure was reported to be "good."